Manufacturer narrative:
Product complaint # (B)(4). UDI: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual examination of the torque limiting handle device revealed worn appearance. Torque testing was performed. Device was found to be below required specifications. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. The torque limiting handle 80in-lb has a potential field age of over 3 years. It has been likely subjected to numerous autoclave cycles. Extended use over time can cause the internal lubricant to dry up and the internal components to bind. Although not proven, the most probable root cause for the under torqueing of the handle can be attributed to lack of maintenance during its time in use, resulting in the torque handle exerting slightly less torque than its lower specification limit (lsl). As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that surgeon at (B)(6) tried a demo torque handle and said it felt like a far higher torque than his handles in theater. Fearing that the torque would be too low to final tighten his verse deformity constructs correctly, asked if I could replace his consigned handles with new and get the old handles checked to see if the torque had reduced over the life of the instrument. I have ordered 6 new handles and the hospitals 6 handles are being returned.